Manufacturer narrative:
(B)(4). Model number and catalog number corrected to iconpbn-ht. Method: the complaint icon CPAP humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation, due to being discarded by the user. Our investigation is thus based on the additional information requested from the customer with regards to the device age, the serial number, and the conditions of use, as well as our knowledge of the product. Results and conclusion: we were unable to gain further insight into the reported event from the information provided. Without the complaint device, photographs or further information we are we were unable to confirm the alleged malfunction or to determine what had caused the reported event. There have been no previous confirmed reports of icon CPAP humidifier catching fire. The icon CPAP is designed to the electrical safety standards, ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon CPAP humidifier state the following: "only operate if the device, power cord and plug are dry and in good working order." "Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A healthcare facility in (B)(6) reported on behalf of a customer, via a fisher & paykel healthcare (f&p) field representative, that an icon CPAP humidifier caught fire. There was no patient harm and no user consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported on behalf of a customer, via a fisher & paykel healthcare (f&p) field representative, that an icon CPAP humidifier caught fire. There was no patient harm and no user consequence.